Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to low battery voltage. No high current sources were found throughout testing. With another battery attached, the device functioned normally. The battery was sent to the vendor for further analysis. Analysis found an internal battery anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated that the device was explanted in (B)(6) 2011.

Event description:
It was reported that premature battery depletion was observed. The device remains implanted.